Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused bloodclots in the lungs. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused bloodclots in the lungs. The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found an unknown dust contaminant on the filter, on the pca, on the blower housing, right side panel of enclosure, and on the bottom housing.the manufacturer also found unknown dust contaminant and evidence of liquid ingress with mineral deposits on the top enclosure. The device's downloaded event log was reviewed by the manufacturer and found error codes e-1, e-53. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of contaminant on the humidifier water tank, as well as a contaminant consistent with mineral deposits, unknown contaminant on the flip lid, on the flip lid seal. The dry box, dry box seal, inlet seal, and bottom enclosure all observed to have an unknown dust contaminant and contaminant consistent with mineral deposits from liquid ingress on them, unknown dust contaminant on the heater plate and bottom tray. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer also confirmed presence of various contaminant and evidence of liquid ingress inside the device. Section d9, g3, h6 has been updated / corrected.